Event description:
It was reported "account had a PICC wire unravel while in the patient. They were able to get the wire out. It was not left in the patient." On 08/11/2022 add info rec'd: catheter securement we used a single suture to secure the catheter. Fluoro guidance was utilized as always for our PICC line placements. The patient did not require surgery.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq1542 showed no other similar product complaint(s) from this lot number.